Manufacturer narrative:
Follow-up #1 date of submission 03/02/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed no evidence of short battery life. A low battery warning occurred on (B)(6) 2015 as a result of an unconfirmed call service 162 warning that went on for 2 hours and 15 minutes. During testing, the pump successfully passed the ez prime steps. The pump¿s current draws were found to be within specifications. The pump cover was opened and not internal defect was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.